Manufacturer narrative:
Based on the information provided we are unable to determine to what extent, if any, the perfix plug may have caused or contributed to the reported patient symptoms. As reported the patient continues to be seen by his doctors as he seeks a cause and treatment for his symptoms. No conclusions have been made as to the cause of the patient's symptoms. Without a lot number a review of the manufacturing records is not possible. Adhesion formation is a known inherent risk of surgery, adhesions is listed in the adverse reaction section of the instructions-for-use as possible a complication. Should additional information be obtained, a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Remains implanted.

Event description:
The following was reported via (B)(4) ) and in follow up with the contact: as reported on (B)(6) 2017 the patient underwent the repair of an inguinal hernia and was implanted with a davol perfix plug. As reported the patient has experienced pain/ discomfort in the groin and at the site of the hernia since the mesh was inserted. As reported this occurs every day, and when he moves his bowels. The patient has seen doctors but no treatment has been provided. In (B)(6) 2017 the patient's doctor noted the pain and thought that the pain on moving his bowel might be due to adhesions and referred him to the operating surgeon. In (B)(6) 2018 the patient was seen by the operating consultant who thought the patient was being over-sensitive and ¿it was just a question of getting used to the new sensations". In (B)(6) 2018 the patient was referred to a second consultant who thought that ¿the groin pain is most likely secondary to nerve injury.¿ the patient has a follow up appointment in (B)(6) 2018.